Manufacturer narrative:
Unit was received with damage display window cover, minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, faded serial number label, missing retainer, and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring at the top of the insulin pump's reservoir compartment was loose. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.